Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. The faradrive steerable sheath was leak tested and did not pass leak tests. Microscopic inspection also revealed a tear in the flush lumen, occluded with blood close to the valve underneath the handle cap. The blood was removed, and the sheath was pressurized with water, creating a leak path.

Event description:
It was reported that during preparation, the faradrive steerable sheath clear was introduced into the body when aspirating, many bubbles were observed in the lateral port. Subsequently, the sheath was replaced, and the procedure was completed. There were no patient complications. The sheath was received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation, the faradrive steerable sheath clear was introduced into the body when aspirating, many bubbles were observed in the lateral port. Subsequently, the sheath was replaced, and the procedure was completed. There were no patient complications. The sheath is expected to return for analysis.